Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. Device passed the keypad voltage test. All buttons functioning properly no damage on the keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that keypad was unresponsive. Round, left and down button unresponsive. Insulin pump did not received stuck button alarm. Insulin pump did not exposed to change in altitude. Customer stated that numbers was not ramping and the scroll bar was not moving up or down with no input from the user. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.